Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to pair a new transmitter occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failure was found within the investigation window. The reported event of an alert to pair a new transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Event description:
It was reported that that an alert to pair a new transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volts. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found.

Manufacturer narrative:
(B)(4).